Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and device rupture.

Event description:
Patient reported "surgeon informs me that they have to be changed since they were taken off the market because they bring health problems" against right device. Healthcare professional later reported right side "rupture and contracture" baker grade ii and "little amount of periprosthetic fluid on the right side." Device remains implanted.

Event description:
Healthcare professional additionally reported "during the explanting of the breast prosthesis of the patient, the presence of fluid was not found but prosthetic.¿ the device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.